Event description:
I purchased this equipment from (B)(6) in 2012 and the ceph attachment from (B)(6) dental. Since the date of this purchase, the equipment had the feature that will freeze the screen, and a message will appear on the screen that would say "service maintenance required". The first time it happened I called (B)(6) to perform the maintenance. They will show up and charged hourly and they will get on the phone with gendex who will guide them through the process of calibrating the unit, perform maintenance and unfreeze the screen. Everything seemed to be ok until december of 2023 that we called (B)(6) and they sent a technician because the screen will freeze up and what he did was install a mirror image of the equipment monitor on the computer screen and seemed to be ok but was not. Called again and the tech made me buy a new computer stating that it was needed. After that the panoramic kept getting disconnected so we called again and they told me that I needed a new gui which is the panoramic monitor and the cost to replace it was (B)(6) meanwhile the panoramic and now the cephalometric kept getting disconnected. They sent another tech and he downloaded a software upgrade that crashed the system and now the equipment was useless. I was very upset and told them that I needed the equipment working the way it was. They came at a different time with laptops and with manager (B)(6), and the tech reinstalled the software and was partially successful, but I had a surprise for them. I called dexis the company that bought gendex 3 years prior, my it guy was not a qualified technician so he called and dexis asked for remote access and found out that this unit was never calibrated or maintained. I made them aware of this. I called the manager furious cause I paid for years and I did not have a panoramic anymore. Long story I contacted dexis again and they entered the system and it so happened that during the technicians last visit they removed the calibration file. I placed numerous complaints with the manger and with bbb and this was the only time they started to listen but the bbb cant do anything so once the case closed, no one had had the decency to offer assistance in replacing the machine. I am completely shocked and the time they referred me to a man call (B)(4), he started by saying to me, lets resolve this because we have attorneys and you don't want to go that route. He also said that he only has records from 3 years that he has no clue who serviced the unit that they only serviced it that one time. They are supposed to keep records for certain amount of years and I found 2 receipts from 2014 that shown they have been maintaining the unit. Since dexis acquired gendex they say they only have 3 years of history, but legally they should have kept gendex records for the maintenance and (B)(6) is trying to hide their wrongdoing by using the 3 years involvement with dexis only. (B)(6) dental gave me credit for 3 years of issues related to the panoramic unit. They committed fraud by charging me since 2012 for maintenance and repairs of the unit and never performed the service. They only reimbursed 3 years, arent they supposed to keep these records for certain amount of years. I want them investigated and to take responsibility for their wrongdoing. They put us at risk with an uncalibrated unit that crashed due to lack of maintenance, and forward to any regulatory agency that will make them do the right thing and return the fees paid since 2012, replace the machine and to be sanctioned. In summary: (B)(6) charged me for maintenance of equipment that was never serviced putting everyone at risk of overexposure. Also caused loss of income with orthodontic and surgical patients; (B)(6) lacks history of services provided to the panoramic unit, I was told by manager; manipulated and eliminated files from the unit to erase calibration files; has not stepped up to replace unit and to pay for unnecessary purchase of computer; failed to reimburse all years of fraudulent charges plus interest; I will submit copies of servicing receipts, texts and credits given. Company name: (B)(6) and equipment repair servicing company, (B)(6).